Event description:
A cartridge change error was reported for a pump, which caused the customer's blood glucose to read "high" without a specific value known. The customer took corrective action by administering a correction injection manually and did not require third-party assistance. Technical support provided detailed instructions for inspecting and attempting to resolve the pump issue, but the customer was unable to load a new cartridge successfully. As the error persisted, a live escalation occurred, and the customer support team attempted further troubleshooting with no success. Consequently, it was decided that a replacement pump would be provided to the customer, who was instructed on transferring settings and returning the problematic pump.